Event description:
It was reported that a continu-flo solution set leaked during patient infusion. The medication was hung and pump started; the pump alarmed for air in line. When the intravenous (IV) pump was opened, fluids ejected from the line and a hole was noted in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.